Event description:
Nurse placed the bd saf-t-intima catheter to establish venous access. Blood flashback occurred as planned, but when nurse attempted to retract the stylet, stylet stuck and then blood was seen leaking around the catheter at the insertion site. The needle tip perforated the plastic IV catheter. The entire device was removed without difficulty.what was the original intended procedure?the product is an intravenous catheter and it was being used as intended to establish IV access on a patient.device #1is this a laboratory device or laboratory test?no.